Event description:
The patient reported the infusion device does not properly deliver insulin. Fifteen days ago, the infusion device displayed e4 (occlusion) and the patient cleared the error by changing the infusion set. She stated that this morning she slept late and her blood glucose measured 56 mg/dl when she woke up. Two hours after breakfast, she felt dizzy and sick and her blood glucose was elevated to 386 mg/dl. She disconnected from the infusion site and attempted to bolus and no insulin was delivered. She injected insulin via pen to lower her blood glucose. She stated this issue occurred 2 times previously and she changed the infusion set. She did not report a normal blood glucose range and stated she does not exceed 200 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.